Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had charging problem. There is no patient involvement reported. Getinge field service engineer (fse) was dispatched to evaluate the unit. Fse performed troubleshooting which led to replacement of cable reel with power cable as had an interruption. The unit passed all performance and safety tests and returned to the customer approved for clinical usage.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.